Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead from an implanted device appeared to have eroded through the stomach wall. The device was to explanted. No further information on the leads or the explanted system was available. Additional information has been requested, but was not available as of the date of this report.